Manufacturer narrative:
The ischemic stroke event is reported under medwatch MFR report number 2916596-2017-00958. The gi bleeding event was secondary to an ulcer. (B)(4). Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a history of ischemic stroke in the setting of sub therapeutic inr in (B)(6) 2017 and gastrointestinal (gi) bleeding in (B)(6) 2017. On (B)(6) 2017, the patient presented from home with tea colored urine and a lactate dehydrogenase (ldh) value of approximately 2000 u/l from an outside lab. The patient¿s liver enzymes were elevated and creatinine level was elevated to 2.3 mg/dl (patient¿s baseline was 1.8 mg/dl). The patient was admitted and started on intravenous fluids (ivf) and heparin infusion. Treatment with coumadin was also continued. An echocardiogram showed normal lvad function ¿ the left ventricle decompressed and aortic valve closed with increasing pump speed. The ldh reduced to approximately 800 u/l and the plan was to stop intravenous fluids and continue the heparin infusion. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported signs and symptoms of hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.